Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The reported problem of false air in line was verified in the event history log (ehl) review as air in line messages, and it was not duplicated during evaluation by troubleshooting the device. The cause was determined to be an out of specification ultrasonic sensor calibration reading. The ultrasonic sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a false air in line. There was no known patient injury or medical intervention associated with this event. No additional information is available.